Manufacturer narrative:
(B)(4). Evaluation summary: suture track indentations were observed on leaflets 1 and 3 near commissure 1. This indicated the suture was looped around commissure 1. The x-ray demonstrated that the wireform was intact. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of leaflet having restricted movement was visually confirmed due to suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, the intervention to treat the suture loop on post-operative day six. Based on the available information, procedural factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that a 27mm pericardial mitral valve was explanted after an implant duration of six days due to one of the leaflets having restricted movement. The patient was hospitalized in critical condition. The device was returned for evaluation. No additional details were provided.